Manufacturer narrative:
(B)(4).

Event description:
It was reported that the access system tip became torn. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa. A 30mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed distally; a partial recapture was performed to re-position, but was not successful. The 30mm device was fully recaptured and removed. A 33mm wds was advanced and deployed, but it did not deploy or open like usual and appeared disfigured under fluoroscopy. The 33mm device was fully recaptured without issue and removed. Upon inspection, the closure device appeared ¿mangled" as some of the anchors were caught on blue plastic from the tip of the was. As the was tip had torn, it was removed from the patient. Imaging confirmed that there were no device fragments left inside the patient. The procedure was successfully completed with a new was and a new 33mm wds. No patient complications were reported and the patient status is fine.

Event description:
It was reported that the access system tip became torn. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa. A 30mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed distally; a partial recapture was performed to re-position, but was not successful. The 30mm device was fully recaptured and removed. A 33mm wds was advanced and deployed, but it did not deploy or open like usual and appeared disfigured under fluoroscopy. The 33mm device was fully recaptured without issue and removed. Upon inspection, the closure device appeared ¿mangled" as some of the anchors were caught on blue plastic from the tip of the was. As the was tip had torn, it was removed from the patient. Imaging confirmed that there were no device fragments left inside the patient. The procedure was successfully completed with a new was and a new 33mm wds. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: examination of the return product consisted of the watchman access system (was). The device was bloody. The hub/valve, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 17 cm from the hub/valve, and tip damage (torn/stretched/ delamination/ misshapen). Although the tip was torn, there was no missing material from the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).